Manufacturer narrative:
PMA/510(k) # k142688. (B)(4). Exemption number: e2016031. It was originally indicated that the device involved in this complaint was being returned to cook (B)(4) for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A potential root cause for this event may have been that the device has hit a hard lesion causing the needle to break. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing record for echo-hd-3-20-c device of lot number unknown could not be conducted as there was no lot number provided with the complaint. The notes section of the instructions for use, ifu0077-4, and precautions section: that accompanies this device instructs the user to ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site. From the information provided, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations, "broken needle."

Manufacturer narrative:
PMA/510(k) # k142688. (B)(4). Exemption number: e2016031. (B)(4). Lab evaluation : complaint device was returned to (B)(4) for evaluation. Upon evaluation of the returned device the following was noted : the device was returned in a plastic bag, there was no syringe returned. There was no needle exposure. The stylet was not in place on return. There was biological matter evident on the needle. The needle measures approximately 166.5cm. The needle tip was broken, the needle tip was not returned. The mlla was off centre the needle was crumpled below the sheath extender. The customer complaint is considered to be confirmed as the complaint issue was verified in the lab as broken needle. A potential root cause for this event may have been that excessive force was used causing the knock on failures od the bent mlla, the needle crumpling and the broken needle. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Additional information requested on the 7th december 2017: "can you ask what did they do with the needle tip as it was not returned with the device for evaluation?" Additional information received on 15-dec-2017 confirming: "I recalled seeing the needle tip inside". Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing record for echo-hd-3-20-c device of lot number unknown could not be conducted as there was no lot number provided with the complaint. The notes section of the instructions for use, ifu0077-4, and precautions section: that accompanies this device instructs the user to ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.on review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations, "broken needle."